Event description:
It was reported from the field that the patient received inappropriate hv shocks while weightlifting. A review of the egm showed that the cause of the shocks were due to noise reversions on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.